Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was scheduled for a right ventricular (rv) lead revision procedure. When removing the rv lead there was potential insulation damage to this right atrial (ra) lead. Ra lead pacing impedance measurements were tested and pacing impedance measurements had dropped approximately 100 ohms but remained within normal limits. The field representative also reported an increase in capture thresholds. The physician chose to explant the ra lead at this time. Another ra lead was implanted to complete the procedure. This ra lead has not been returned at this time. No additional adverse patient effects were reported.